Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was failed. A field service engineer (fse) found that the helmer row 2 was not being detected on the bus and recovered drawers 2.2 and 2.3, but the drawer 2.1 switch appeared to be defective and required a new interface and relay access controller (irac) board. The fse replaced the irac board and then verified proper operation of all the drawers afterward. The technician was able to recover the drawers without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator door failed, the cubies would not open, and the unit could not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.